Manufacturer narrative:
The charging base was returned for functional testing. The function of the charger base was tested and it functioned as intended. The device was charged for 4 hours and the temperature was 34.6°c which matched the specification and no issue of hotness occurred. From the investigation the root cause for the reported issue could not be determined. At this time no additional action will be taken but we will continue to monitor the trend of this type of incident.

Manufacturer narrative:
Based on the supplier investigation, the device history record review did not indicate any exception that would have lead to the reported incident. All units were under 100% in-process system burn-in with 48 hours to screen out workmanship problems and premature defects and the records indicated no deviation. As sample was not returned for further investigation, the root cause for the reported incident could not be determined. If the device becomes available for evaluation the complaint investigation will be reopened. There is no action taken at this time, but we will continue to monitor the trend of this type of incident.

Event description:
The customer noticed the surgical clipper charging base was very hot. They did not want to take any chances and removed it from the department. No injury but customer was worried.